Manufacturer narrative:
An event of device deformity was reported. Use of the incorrect size delivery system, anatomical interference, and angulation or kink in the delivery system upon deployment are potential causes of the reported event. Information from field indicated that there was no angulation or kinking in the delivery system. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Per the instructions for use, the recommended size delivery system for use with a 17 mm amplatzer septal occluder is an 7f. A 9f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that (B)(6)2023, a 17mm amplatzer septal occluder (lot: 7290423) was chosen for implantation into an atrial septal defect (asd) utilizing 9f amplatzer trevisio delivery system . During deployment the occluder deformed into a cobra shape. Interaction with cardiac structures occurred. The device was removed and troubleshooting was attempted without improvement. A replacement 17mm amplatzer septal occluder (lot: 7311124) was used to complete the procedure. There were no adverse patient consequences or clinically significant delay. The patient remained hemodynamically stable throughout the procedure and is reported to be stable post-procedure. There was no angulation or kinking in the delivery system.